Manufacturer narrative:
Complaint conclusion: as reported, a 5 mm x 4 cm 190 cm saberx radianz balloon catheter ruptured at five atmospheres during dilation of a superficial femoral artery (sfa) stenosis lesion. The device was removed and another product was used to complete the procedure without issue. There was no reported patient injury. The procedure was performed using a brachial approach. Additional information was requested but not provided. The device will not be returned for evaluation. A product history record (phr) review of lot 82308974 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported balloon burst at/below rbp could not be verified as the device was not returned for analysis. Therefore, the exact cause of the reported event could not be determined. Vessel characteristics, procedural factors and/or device handling may have contributed to the reported event. However, without the return of the device for analysis, and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 5 mm x 4 cm 190 cm saberx radianz balloon catheter ruptured at 5 atmospheres during dilation of a superficial femoral artery (sfa) stenosis lesion. The device was removed and another product was used to complete the procedure without issue. There was no reported patient injury. The procedure was performed using a brachial approach. The device will not be returned for evaluation.